Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification. (B)(4).

Event description:
It was reported that the physician did a lead repositioning due to a tamponade. During the repositioning, the screw-in didn't work well and the physician couldn't retract the screw. The lead was explanted and replaced. There were no adverse consequences to the patient. The patient condition is stable.